Manufacturer narrative:
(B)(4).

Event description:
The consumer reported seeing an elective replacement indicator (eri) about two weeks prior to (B)(6) 2016. The patient was moving around so much and shaking that he broke his femur on (B)(6) 2015. He did not fall, but got his leg caught in the bed on the side and he broke his femur. He was in the hospital and might be moved to a rehab facility. Additional information received from the healthcare provider (hcp) reported that the patient was in the hospital due to orthopedic surgery and they were in the process of getting him transferred to a rehab unit and possibly another hospital for implantable neurostimulator (ins) replacement surgery. The patient's indication for use was movement disorders. The relation between the device or therapy and the broken femur was unclear. The cause of the issues was also unclear, so additional information was requested. If additional information is received a supplemental report will be sent.